Manufacturer narrative:
B3 - date of event: the event date was approximated to (B)(6) 2024 based on the date that boston scientific first became aware of the event. Device analysis: returned product consisted of an embold delivery wire. No other components were returned. Microscopic analysis showed that the coil was separated from the distal coupler. The distal coupler showed a slight bend. Inspection of the remainder of the device revealed no other damage or irregularities. The complaint was confirmed for insertion issues.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that the coil was difficult to insert into the microcatheter. An embold fibered detachable coil system was selected for use to treat a bleed. The embold coil was attempted to be inserted into the non-boston scientific microcatheter with intermittent flushing, but the coil would not advance. Use of the embold coil was abandoned, and it was determined that a coil was not necessary to treat the bleed. There were no reported patient complications. However, device analysis revealed that the distal coupler had detached from the main coil.